Event description:
During testing the unit display was "blank."

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering department has finished the evaluation of the device.